Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with vibratory and audible sounds. The display screen has a pinkish contrast. Only typical usage alarms and warnings were observed in the black box and alarm history, there was no activity related to the pi. Executed a 1 unit per hour basal program for 24 hours, no 0.00u boluses were recorded in history during this time. No hypersensitive keys were observed. Investigators successfully performed a normal 10 unit bolus and a 10 unit audio bolus. Both were accurately recorded in the pump history. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. The pump cover was removed and replaced faded display with test display. The test screen is fully functional and is fully illuminated with no signs of discoloration observed. The complaint was not able to be duplicated during the investigation process.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced erratic blood glucose for two weeks. The patient reportedly experienced a low blood glucose (bg) of 23mg/dl and high bgs in range of 400 to 500 mg/dl. The reporter stated that she did not know when the reported high occurred. It was noted that the patient's low bg was followed by a swim competition she had. The reporter stated on (B)(6) 2013, the health care provider (hcp) reviewed the pump download history and noted multiple 0.0 units in the pump basal history. The hcp stated that there was a discrepancy in the pump history. There were no site/set or cartridge issues noted. It was noted that room temperature insulin was used. The patient and pump were reportedly unavailable to troubleshoot. This complaint is being reported because the patient experienced a bg excursion while using insulin pump therapy and due to the allegation made by the hcp that there was a discrepancy in the pump history. The patient reportedly had increased physical activity without making adjustments to the insulin regimen which caused the low.